Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. The right ventricular (rv) lead triggered an alert for high pacing impedance and it was suspected that the short circuit in the lead was due to the implant procedure. Imaging revealed that the lead entered the vein at a 90 degree angle and bent. In addition, high thresholds and noise were observed when pressing the vicinity of the anchoring sleeve. It was noted that the pacing impedance and the thresholds had risen since implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.